Event description:
Three trach malfunctions where the cuff does not inflate evenly circumferentially after having been cleaned following the first week of use (the first 2 times these problems were found was after the trach was placed into the patient who had decompensation (resolved after doing a trach exchange). However, this time prior to inserting the new trach (3.5 pediatric flextend tts bivona tracheostomy tube), the cuff was checked and found to be partially adhered to the inner shaft of the device.